Manufacturer narrative:
Device evaluated by MFR.: upon return of the device to boston scientific, the hv power pcba was installed into a test console was powered on. The console displayed a 201 error with the binary code indicating a hv power board failure. The hv power board was inspected, and measurements were taken across the second stage igbts (q11, q12, q13, and q14). Igbt pair q12/q14 were found to be short.

Event description:
It was reported that errors 201 and 322 occurred. During an ablation procedure, a farastar ablation generator was selected for use. Near the end of the procedure, after approximately 40 applications, error 201 (main post failure) occurred. The console was switched off and restarted after five minutes, however, error 322 (charge error) showed repeatedly and could not be resolved. There were no patient complications. The procedure was not completed. The system was returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that errors 201 and 322 occurred. During an ablation procedure, a farastar ablation generator was selected for use. Near the end of the procedure, after approximately 40 applications, error 201 (main post failure) occurred. The console was switched off and restarted after five minutes, however, error 322 (charge error) showed repeatedly and could not be resolved. There were no patient complications. The procedure was not completed. The system is expected to be returned for analysis. This event is being reported for aborted/cancelled procedure with a patient under sedation.